Event description:
The customer reported that a display error occurred. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.